Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 1a endoleak with sac growth. Clinical also found the following additional findings of a type 2 endoleak, a possible av fistula, an inferior vena cava and false aortic lumen fistula. The 1a endoleak was most likely user related due to the off-label aorta and off-label concomitant use of a non endologix device. The type 2 endoleak (non- device failure), possible av fistula, an inferior vena cava and false aortic lumen fistula are most likely anatomy related. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent graft within pre-existing non- endologix (cook tube) cuff that was leaking (1a endoleak). Approximately two (2) months post initial procedure, another type 1a endoleak with sac growth was identified. A secondary procedure was completed. The physician elected to implant a suprarenal stent graft extension (cuff) to resolve this endoleak. The procedure was reported to be successful. As of the date of this report, there have been no additional patient sequelae reported.